Manufacturer narrative:
This report is being submitted retrospectively as part of internal review. A review of the device's manufacturing records revealed that the sensor lot met all requirements including sterilization requirements for release. The sensor is inserted by making a small incision and placing it under skin and potential for developing skin irritation/swelling/pain/ inflammation/infection around the insertion site is a known anticipated adverse event. No further investigation was necessary for this complaint. Sensor was removed from the patient's arm and was treated with antibiotics (augmentin).

Event description:
Senseonics was made aware of an incident where infection was diagnosed at the insertion site when the patient visited doctor for sensor removal. The patient visited doctor because of pain, swelling and redness at the insertion site. Abscess was also found at the insertion site. Sensor was removed from the arm and patient was prescribed with augmentin antibiotic.